Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va050vf, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0gh7l, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
The healthcare provider (hcp) reported a loss of therapeutic effect and no therapy for "a number of months." The therapy was working "great" until it "came up with a problem on the left." The patient reportedly had to catheterize "all the time." Impedance tests on the right implantable neurostimulator (ins) showed "???" For one pair of electrodes at the patient's normal settings; impedance tests with 1.5 volts showed no impedances out of range. All pairs were had less than 15 microamps. It was noted that the patient had pelvic floor botox on (B)(6) 2014. The hcp did not check for response in the office so they would send the patient home with those options and monitor them. Additional information received on (B)(6) 2014 from the hcp reported that the patient still did not have therapeutic benefit for their urinary retention even after changing programs several times. The patient was feeling stimulation in the correct location with both lead wires. The hcp stated that surgical correction of the device was unlikely to help as the system appeared to be delivering stimulation as intended. Only continuous stimulation was used, so the hcp stated they may potentially try cycling. The patient was reportedly frustrated with the therapy and had to self-catheterize right because the therapy was not working for them. The indication for use included urinary dysfunction and gastrointestinal/pelvic floor.